Manufacturer narrative:
Zimmer biomet (B)(4). Patient age not provided/unknown. Patient weight not provided/unknown. Device lot number not provided/unknown. Reporter's last name and email not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw fractured. The fractured piece was able to be suctioned out.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. X-rays were provided that confirmed the fracture. A root cause cannot be determined. The following sections have been updated: b4: date of this report; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h6: entered evaluation codes; h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.